Event description:
It was reported that during the lrygb procedure, the device from a bariatric kit stopped working after 5 minutes. Opened a new device and completed case without further incident. There was no patient consequence.

Manufacturer narrative:
Analysis summary: based on analysis results, this event is now determined to be a MDR malfunction. The analysis results found that the device was returned with the blade gouged and cracked. Due to the damage to the blade, it was confirmed that the device was non-functional. The identified blade damage may have occurred from external contact during activation. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade (lockout) later in the procedure. Therefore, the instructional insert states: avoid accidental contact with other instruments during use.